Event description:
It was reported that the right ventricular lead exhibited capture anomalies, a drop in sensing and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.